Event description:
It was reported that pumping intermittently stopped due to an undefined alarm. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.